Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image by a regulatory post market surveillance analyst was consistent with the fractured blade. .

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace blade fractured, and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved through observation from the endoscope. There was no additional surgical procedure performed to remove the fragment. A CT scan was used to check for remaining fragments. The instrument was inspected prior to use with no damage observed. The surgeon was using the instrument for dissecting for an uncertain amount of time prior to the break. There were no issues with functionality and no instrument collision. The instrument was removed once prior to the break with no resistance felt. Upon final removal of the instrument, there was no resistance through the cannula, no damage to the cannula and no further damage to the instrument. There was no further injury to the patient and the patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed. Failure analysis found the primary failure broken blade to be related the customer complaint. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.225¿ from the base. Broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.